Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the electrode at the sensor was shorter than usual. The customer¿s blood glucose level was 11.9 mmol/l at the time of the incident. Sensor will be returned for analysis.